Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection found multiple external insulation abrasion breaching the optima sheath only with intact silicone insulation beneath. One of the abrasions was consistent with friction to the device can, and the others were consistent with friction to another device. UDI is not available as product information was not provided.

Event description:
This report is to advise of an event observed during analysis.